Event description:
The device was turned off while the pt had an EKG. Afterward he was unable to turn the device back on. It was unresponsive to the pt programmer. The outcome is unk. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).